Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. The therapy started on (B)(6) 2025, as specified by the customer, with the insertion of the infusomat space line set. (B)(6) 2025, 09:54:06: type of tubing: space line. The medication has been selected, and the parameters have been set. = (B)(6) /2025 09:54:39 drug short name nacl = (B)(6) 2025, 09:54:43: new vtbi set, 1000 ml. = (B)(6) 2025, 09:54:57: new time set, 04:00 hh:mm = (B)(6) 2025, 09:54:57: new rate set, 250 ml/h. The infusion was then started at the rate of 250 ml/h entered. It ran until (B)(6) 2025, 11:51:36 and was stopped by a device alarm. = 16/06/2025, 11:51:36: upstream alarm activated. Up to this point, 485.92 ml have been infused. = 16/06/2025, 11:51:36: current infused volume: 485.92 ml. The alarm was confirmed, the infusion was started no more, the infusion line of the infusomat space line set was removed, and the infusomat space was switched off. No abnormalities were found in the history log. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device is in a clean state and no visible damage are to locate. As part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,39 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The test was performed with the connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "infusomat was supposed to be infusing at 250 mls normal saline per hour; over 4 hours; same did not infuse as per nursing staff returned to equipment library and reported. Clinical engineering aware; have serial number."